Event description:
Additional information stated there was an ¿adjustments¿ two appointments ago and it seemed the charge on the battery would only last one week at a time. It was noted the patient needed someone to get adjustment more in the lumbar region because it was helping leg pain only. Reportedly the patient was still having concerns with their device and an appointment date was scheduled for (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was recharging the implantable neurostimulator (ins) 'more than expected.' It was stated that the patient recharged the device 'weekly,' but when the patient recharged the device the 2 days prior to the report, she 'lost' stimulation the following day. It was noted that the patient checked the battery level on the recharger which showed that the ins battery was 'full.' It was further noted that the ins 'turned off again' on the day of the report, and the recharger showed that the battery was 'empty.' The patient reportedly had a 'coupling problem,' as she only had 2 coupling bars and repositioned the antenna 'several times.' After using the antenna locate feature, the patient was getting 6 coupling bars. It was stated that the patient was concerned about the ins that 'something may be wrong.' It was noted that there were no falls or trauma. A supplemental report will be sent if any additional information is received.

Event description:
Additional information received indicated the patient felt a warm sensation in or around the pocket during recharging. Since the previous reprogramming about six weeks prior, the patient needed to charge more frequently and would need to charge 6-8 hours to a full device. Based off the patient¿s settings, the expected recharge interval was 4.35 days. Recharge statistics showed the battery would charge when good coupling was maintained.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).